Event description:
It was reported that a smiths medical pump exhibited a faulty sensor which caused it to alarm "no disposable, pump won't run" resulting in 1.8 ml under-infused and remaining in the cartridge.

Event description:
It was reported that cartridge pump won't run error message, not giving medication properly and sensor is bad internally. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the cartridge pump won't run error message. Tamper seals were all intact. Performed three separate delivery accuracy tests and nda testing. Unable to determine who or what caused the problem. Replaced downstream sensor.

Manufacturer narrative:
Other, other text: customer reported that the cartridge pump won't run error message. Tamper seals were all intact. Performed three separate delivery accuracy tests and nda testing. Unable to determine who or what caused the problem. Replaced downstream sensor.

Event description:
It was reported that cartridge pump won't run error message, not giving medication properly and sensor is bad internally. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the cartridge pump won't run error message. Tamper seals were all intact. Performed three separate delivery accuracy tests and nda testing. Unable to determine who or what caused the problem. Replaced downstream sensor.

Event description:
It was reported that cartridge pump won't run error message, not giving medication properly and sensor is bad internally. No patient injury was reported.